Event description:
Patient reported problems with the device. Healthcare professional reported left side "rupture." Device was explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: -opening in the device . Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.